Event description:
Gastric band removed from pt. Surgeon states there is a leak in the system but he is unable to identify the exact location. Gastric band removed and replaced with a new one. Band will be sent out to vendor to be inspected.